Event description:
It was reported that during a laparoscopic vaginal hysterectomy the second handle of the stapler was pressed to fire the staples and cut. The device was unable to be opened when the release button was pushed. Unknown pt consequence. It is unknown how the case was completed.